Event description:
A presentation discussing vns therapy case studies was provided from a nurse and it was identified that there was a complaint of high impedance present. The patient reportedly was experiencing an increase in seizures despite the patient's settings being increased. The patient's mother also stated she believed the vns felt "lumpy." It was identified that the patient had high impedance identified. The patient underwent a full replacement and afterwards the patient began experiencing some seizure reduction.

Event description:
Additional information was provided by the nurse indicating that the high impedance was first identified on (B)(6) 2016. Diagnostic data was reviewed for the patient's implanted device and confirmed that the device performed as anticipated for the first three years after implant.